Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced a bent cannula issue on (B)(6) 2026.the patient experienced hyperglycemia. The patient received treatment with correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.